Event description:
The reporter gave his 13-yr-old daughter, who was having a hypoglycemic reaction, glutose gel. Several minutes later, he checked her blood sugar level using the strips with a glucose helper. His daughter's blood sugar level was 207. Two minutes later, he rechecked the level & it was 247. The reporter then rechecked the blood sugar level using another co's strips that he had in the house & the reading was 78. The reported stated that his daughter has been using this brand for 2 1/2 yrs without any problems. The reporter is aware that this product is no longer being mfg, but felt this report should be made because strips may still be on the market. The reporter is a diabetic educator.